Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 53 mg/dl were recorded by continuous glucose monitor (cgm) from 7:18:48 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 7:13:48 am. A total of (B)(4) of basal were delivered on (B)(6) 2020 by 7:00:15 am, approximately 13 minutes before the low bg. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from 46-49 mg/dl were recorded by continuous glucose monitor (cgm) from 8:48:48 am to 8:58:48 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:48:48 am. On (B)(6) 2020, at 7:41:21 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.